Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected alcl.

Manufacturer narrative:
(B)(4). Additional info: g3: patient called stating on 4/28 that alcl testing was negative however we do not have copies of labwork to verify. We attempted to wait for copies of this paperwork but due to timeliness we are reporting the information provided and will provide direct lab results if they ever become available. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Patient called stating on 4/28 that alcl testing was negative.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: d6b, d9, g3, g6, h2, h3, h6, h10 the device was returned intact and functional with moderate yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.